Event description:
Non-integration. While doctor. Is placing implant the external hex brandishing off and becomes smooth seating at 35 ncm with handpiece and trying to finishing torquing and will strip with manual wrench.

Event description:
Non-integration. While dr. Is placing implant the external hex brandishing off and becomes smooth seating at 35 ncm with handpiece and trying to finishing torquing and will strip with manual wrench.